Event description:
A report was received that the patient¿s pocket site was bothering her and causing increased pain. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a replacements of both ipg. No device malfunction was suspected with the devices. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient&#38112;pocket site was bothering her and causing increased pain. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).